Event description:
A report was received from the field indicating that the sterrad 100s unit at the facility was emitting an odor that was causing some of the employees to cough and have an irritated throat. The pt for which this report is being submitted experienced respiratory reactions described as coughing for an undetermined period of time; minutes. The account stated that due to the strong smell, they changed the filter inside the unit's chamber. The initial reporter indicated that there were three health workers affected. This report is for the first pt.

Manufacturer narrative:
(B)(4). Coughing. The sterrad 100s unit was evaluated at the customer's site by an asp field service engineer (fse). The fse reported that: unit was operational and no odor coming from system. Product certification, ran an empty test cycle, unit meets specs. This is one of three 3500a reports being submitted for this product malfunction. Please reference MFR report numbers: 2084725-2009-00575 and - 00576.